Event description:
It was reported that a caregiver allegedly fell when attempting to move a bed by grabbing the emergency crank handle instead of the correct handle. The emergency crank handle came out of the snap holder leading to the alleged fall which resulted in the caregiver breaking a bone in their foot.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by a representative of the user facility. The alleged inspection found that a staff member attempted to roll the bed by using the emergency crank handle, which is a removable accessory on the bed. When the crank handle became dislodged from its place, the staff member fell and broke a bone in their foot. This required a cast and some time off work, and then a boot for walking on the foot. The user facility confirmed that they did not believe that there was a defect with the bed, and that the incorrect handle was used to attempt to move the bed. Performed by a representative of the user facility.

Event description:
It was reported that a caregiver allegedly fell when attempting to move a bed by grabbing the emergency crank handle instead of the correct handle. The emergency crank handle came out of the snap holder leading to the alleged fall which resulted in the caregiver breaking a bone in their foot.